Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on a siemens centaur analyzer on 10/23/2015, analytical e module analyzer (e170) on 10/20/2015, and cobas e411 analyzer on 10/21/2015. Of the data provided, only the results for free thyroxine (ft4) and free triiodothyronine (ft3) were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) and (B)(6) for the ft4 assay. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. No adverse event was reported. As insufficient sample material remained for further investigation, a specific root cause could not be determined. From the provided information, a general reagent issue was excluded. The differences in values between the roche and siemens analyzers could be due to the different setups of all assays, the antibodies used and the variances in reference methods. The values of all thyroid parameters vary in function of age, gender and other population characteristics which should be taken into account when analyzing values for thyroid parameters.